Manufacturer narrative:
Investigation summary bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. Additionally, the customer sample was evaluated by fourier transform infrared spectroscopy and the indicated failure mode for the foreign matter with the incident lot was observed. The embedded foreign matter appears to be discolored polyethylene terephthalate (pet) material. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: customer found fm in tube before use it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: customer found fm in tube before use it.